Event description:
It was reported that bur left metal debris in patient's shoulder. Surgeon used x-ray to ensure majority of metal was removed out of the shoulder joint. A different bur was used to complete the procedure.

Manufacturer narrative:
Additional information will be provided, once investigation is completed.